Event description:
It was reported that when the patient presented in clinic for routine follow up, a stored episode of vf detection was observed due to noise. The device began charging, but the rhythm returned to sinus before therapy was delivered. Programming changes were made, and the lead will be replaced when the device reaches eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.9-11.4cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion under the svc shock coil was noted at 23.7-25.0cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observation of noise.

Event description:
New information received notes that the lead was explanted and replaced during device change out for normal eri. After explant, an insulation anomaly was observed on the lead.